Manufacturer narrative:
Reported event of distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14982 and 3005099803-2013-14983 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the distal tip of the guidewire detached. The physician unpacked a second jagwire device, however, the hydrophilic tip of the second jagwire was also detached. It was reported that the tip of the metal core wire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the pebax section was damage and the distal tip was bent. The damaged section is approximately 1 cm from the distal end with a length of 0.5cm approximately. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter measurements are within the specifications. The condition of the returned unit was not consistent with the complaint that the distal tip detached exposing the corewire tip. Considering the damage was noticed during unpacking, the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14982 and 3005099803-2013-14983 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the distal tip of the guidewire detached. The physician unpacked a second jagwire device, however, the hydrophilic tip of the second jagwire was also detached. It was reported that the tip of the metal core wire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.